Manufacturer narrative:
Patient information is not available for reporting. Date of event is unknown. This report is for an unknown norian cement/unknown lot. Part and lot number are unknown; UDI number is unknown. Unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (510k): unknown, as specific part and lot numbers for norian cement is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date. During the procedure, the norian had separated when the surgeon was injecting it. The surgeon looked at the pouch to see if it had residual fluid in it, but it did not. It is unknown if there was a surgical delay. No patient outcome reported. This report is for an unknown norian cement. This is report 1 of 1 for complaint (B)(4).